Event description:
It was reported that, "the patient had a left tha. He has discomfort laying/sleeping on his left side. His activity level has decreased due to the pain. He walks up steps leading with his right leg for stability. Patient states that his hips is squeaking very loudly that has gotten progressively worse over the last couple of years. The patient would like to know if any of his implants were recalled."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.